Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was further evaluated the product assessment center (pac) and technician was not able to duplicate the reported issue. The cause of the reported issue was isolated to the system pcb assembly, however further root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device would not power on. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU)(B)( 4) of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report.

Event description:
A customer contacted physio-control to report that their device would not power on. This issue is patient related; however there was no adverse patient outcome reported.